Event description:
Primary stability achieved, no osseointegration, local infection at time of surgery. Immediate implantation, pain, bleeding, inflammation. Removed implant with fractured screw, placed in same osteotomy site - failed. Possible bacterial contamination of previous osteotomy.